Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Review of manufacturer's database revealed the patient died approximately six weeks following device implant. The cause of death has been requested and not received. Follow up with manufacturer's representative revealed the patient was not pacemaker dependent and representative was not aware of any device/lead realted issues related to the patient's death.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B)(4) no anomalies found. (B)(4) no anomalies found, outer cosmetic depression. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation cosmetic esc and breached cut and cosmetic depression. Proximal segment returned and analyzed. (B)(4) no anomalies found. Outer insulation breached cut and cosmetic depression, apparent explant damage. Proximal segment returned and analyzed.

Event description:
Review of manufacturer's database revealed the patient died approximately six weeks following device implant. The cause of death has been requested and not received.